Manufacturer narrative:
(B)(4). Additional information: the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device would not open after a few clips were applied. The device was not stuck on the vessel. Another device was used to complete the procedure. No adverse consequences reported.